Manufacturer narrative:
A report was received that a patient was admitted to hospital to undergo cardiac transplantation. From the report it appears that the transplantation status had been elevated to status 1a in response to a history of previously reported "tia type events". The site also initially reported that the patient had a possible suspected device thrombus. However subsequent laboratory testing was within normal limits and normal operating parameters were reported for the hvad. A preliminary controller log file analysis confirmed these normal operating parameters. The patient underwent cardiac transplantation on (B)(6) 2017 and was later discharged. Additional information received indicates that the patient was hospitalized for the cardiac transplantation alone. It was further confirmed that the event was not associated with a transient ischemic attack or with device thrombosis. As such, the event no longer meets the criteria as a reportable product malfunction or serious injury.

Manufacturer narrative:
(B)(4) was returned to heartware for evaluation. No device malfunction was reported against (B)(4); therefore, the purpose of this analysis is solely to evaluate the performance of the returned device against current manufacturing/design specifications and/or to identify any anomalies introduced during use that may have prevented the pump from performing as intended. Review of the log files revealed 3 suction alarms since (B)(6) 2017 and 3 low flow alarms on (B)(6) 2017. Failure analysis of the returned pump revealed that the device met specifications; the device passed visual examination, dimensional verification and functional testing. Pathological examination revealed presence of thrombus within the device. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to the reported event include the patient's past medical history and related comorbidities and possible issues with therapeutic anticoagulation and antiplatelet medications. There are possible patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Per the instructions for use (IFU): the system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. The instructions for use (IFU) and patient manual contains stroke, neurologic dysfunction and device thrombosis as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke and in optimal patient management. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Patient admitted with suspicion of pump thrombus related to multiple "tia type events". Lactate dehydrogenase (ldh) was noted to be within normal limits along with normal pump parameters. Preliminary log file review confirmed multiple low flow and suction events. Of note the patient had been elevated to status 1a and was transplanted on (B)(6) 2017.